Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: apposed stent to vessel wall. It was reported that during advancement of the xience v stent in the left main coronary artery, the stent dislodged. The target lesion was unspecified. The physician advanced a guide wire through the stent and advanced a balloon catheter and apposed the stent to the vessel wall. There was no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). Eval summary: the stent delivery system (sds) was returned with blood on the shaft, balloon and in the guide wire lumen. There was contrast on the shaft. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the sds. The protective sheath was not returned. Potential factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, the balloon was returned tightly folded suggesting that positive pressure had not been applied, and there were crimp marks visible on the balloon between the markers indicating that the stent was originally positioned correctly and securely at the time of MFR. To ensure this type of issue is not the result of mfg, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. It may be possible that the pt's anatomy and/or lesion morphology may have contributed to the reported dislodgement. In this case, a balloon catheter was used to appose the dislodged stent to the vessel wall as a result of the stent dislodgment. Although not reported, there were multiple bends throughout the entire length of the hypotube. These bends may be result of pushing against resistance while attempting to advance the sds. If the proximal end of the sds is not properly supported while pushing against resistance, the shaft may bend or kink. The bends may also be a result of the packaging technique used to return the product to abbott vascular. The stent dislodgment, bends in the shaft and the need to appose the dislodged stent to the vessel wall appear to be related to case circumstances and there is no indication to suggest a product related quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.